Event description:
Subject (B)(6) is a (B)(6) female enrolled in (B)(6), as part of the lifecell sponsored clinical study (B)(6). The (B)(6) female subject diagnosed with left breast cancer underwent a unilateral (left) breast nipple sparing, skin sparing mastectomy with 285 g breast tissue removed and implantation of strattice on (B)(6) 2014. During the follow up visit on pod 30, a seroma was noted which resolved without any intervention. On (B)(6) 2014 (pod 86), the patient presented with pain and was diagnosed with capsular contracture grade iii as manifested by major breast deformation. On(B)(6) 2015 (pod 9 months), the patient was returned to surgery for left capsulectomy with implant exchange and lipofiling. During the operation, the implant was found to be folded by a large capsule. The strattice device was reported to be well integrated and remains implanted. The right breast was corrected for ptosis and augmented with implant. The event resolved the same day and the patient was discharged from the hospital on (B)(6) 2015 without any sequelae. As the manufacturer, lifecell is reporting this event due to the investigator's assessment that the serious adverse event (sae) was possibly related to the study device.

Manufacturer narrative:
Results of evaluation: qa investigation in sp100051 resulted in no remarkable findings with no similar complaints against the lot and no deviations or nonconformances revealed during processing with product or patient impact. As of 05/08/2015, of the (B)(4) devices released to finished goods for lot sp100051, (B)(4) devices have been distributed. Lot sp100051 met all qc release criteria. Conclusion: capsular contracture is a documented complication associated with this type of breast procedure with and without the use of an acellular dermal matrix. Although surgical intervention was required including a capsulectomy and breast implant exchange, the strattice device was reported to be well integrated and remains implanted. Based on the reported information and the qa investigation resulting in no remarkable findings, including (B)(4) devices distributed with no similar complaints against the lot and no deviations or nonconformances revealed during processing with product or patient impact, this clinical study sae is unrelated to the strattice device. Lot sp100051 met all qc release criteria. No further actions required as no nonconformance was confirmed. The strattice device performed as expected. This sae was also reported to ansm ((B)(4)) due to the investigator's assessment of the event relationship as possibly related to the strattice.